Event description:
It was reported that patient passed away. It was stated that the death was due to pancreatic cancer and was not device related. However it was "thought that the patient's pump was turned up too high and caused patient to go into respiratory failure;" "not pleased with the way medication was administered by the hcps managing the pump." It was further added that patient was already fighting pneumonia.

Event description:
Additional information: it was reported that the patient was seen in the hospital and never seen in the clinic. A follow-up report will be sent if additional information becomes available.

Event description:
The health care provider reported that the cause of death was not device related. Cause of death was cancer. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: unk; programmer: 8835, serial #: (B)(4).